Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noticed that the balloon ruptured by nominal pressure. The procedure was completed with a non bsc balloon catheter. No patient complications were reported.